Event description:
A patient was revised to address fractures of xia 3 rods at left l2 and right t12 in a t9 to s2 construct. This report is for the second of the two rods.

Manufacturer narrative:
Device location is unk.

Event description:
A patient was revised to address fractures of xia 3 rods at left l2 and right t12 in a t9 to s2 construct. This report is for the second of the two rods.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records and complaint history records could not be reviewed as a valid lot number or catalog number was not provided and could not be obtained. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. It is likely that the age of implantation may have contributed to the event, as the construct was active for over 6 years. However, without any additional event, patient, or product info, this cannot be determined conclusively.